Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. Service found the touch panel failed due to being damaged and cracked. The device was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the touch panel of the device was not functional after being hit by something and was cracked. The issue was found after a procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the front panel control failure could not be determined. Olympus will continue to monitor field performance for this device.